Event description:
Child was diagnosed with profound deafness due to a mondini malformation, cochlear implant, no other remarkable history. On a course of antibiotics for an ear infection one week before death. Became ill and died three days later from a late stage bacterial infection. Child did have the prevnar shot. Parent reports hosp thinks it may have been meningitis but would treat it the same so it was not confirmed.